Manufacturer narrative:
(B)(4). Concomitant medical products: item #: 00-7841-014-00 unknown stem lot #: unknown, item #: unknown liner lot #: unknown, item #: unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -00171 stem.

Event description:
Patient¿s legal counsel reported patient underwent left total hip arthroplasty and subsequently was revised fifteen years later due to pain, trunionosis, pseudotumor formation and elevated metal ions. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified the following : MRI showed evidence of pseudotumor formation and metal ion testing showed elevated cobalt levels. During the procedure, purulent material consistent with trunnionosis, and granular soft tissue consistent with pseudotumor formation were observed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.